Event description:
It was reported that during a anterior colonic resection procedure, the device was inserted trans-anally. Anvil was relocated onto the spike of the stapler and stapler was closed down. The device was fired. It was observed that there were no staples formed, however the knife blade had transected the stapled rectal stump. The staples were present within the rectum, but had not formed when the gun was fired. This required the surgeon to shorten the remaining rectal stump in order to place a new stapler trans-anally, and the operation was completed.

Manufacturer narrative:
The device used in this procedure did not contribute to the wound infection at the pubic area.